Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump received another no delivery alarm, but was not hospitalized. The customer's blood glucose was 400mg/dl. The customer stated the alarm was resolved with a complete set change. Advised customer to monitor insulin pump and call back if issue reoccurs.